Event description:
One day postoperatively, the pt arrested following extubation and required reoperation. Intraoperatively, bleeding was noted from the right mammary artery. The bleeding was caused from the sternal wire insertion site. The radial artery graft appeared to be kinked and in vasospasm. In 2000, the valve was explanted due to paravalvular leak. The valve was replaced with a 21ahp-15.